Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments and the customer inadvertently performed the load sequence while connected to the site. Customer updated their settings to address the event and tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer consumed carbohydrates to address bg.